Event description:
D: rv defib impedance out of range alert due to measurement of 161 ohms relative to a clinician-programmed alert threshold of 160 ohms (contrary to (B)(6) nominal settings). Caller indicated patient's device is alerting. R: pulled transmission file and analyzed and reviewed file in programmer desktop demo. Found alert threshold programmed too tight relative to patient's baseline impedance. While patient's impedance appears as high as it has been, the patient's baseline has be climbing gradually over time no indications of short v-v or hr-ns episodes. Discussed patient's device will continue alerting every 4 hours until patient is seen in-clinic and alert threshold is reprogrammed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).